Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the o-ring. Customer loaded a new cartridge to address the issue. Customer's blood glucose level was between 100 and 200 mg/dl. Additionally, it was reported that a minimum fill notification occurred. Customer declined to continue troubleshooting with tandem technical support; therefore, no additional information was known or reported for that event.